Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed no visible anomaly including a break in it. As a result of blowing air into the gas channel, foamy liquid was observed on the gas outlet side. The foamy liquid was collected and checked with terumo's protein test paper. Presence of protein was confirmed in the foamy liquid. The foamy liquid was centrifuged. As a result, no sedimentation of blood cell components was found in the foamy liquid. After the actual sample was rinsed and dried, the blood channel was filled with physiological saline solution, and then a pressure of 2kgf/cm2 was applied to the blood channel. No leak was observed. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results above, plasma leak was likely to have occurred during use. It is likely that due to a change in the blood properties a surface-active substance may be generated in blood; this may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, and the fibers became hydrophilized, resulting in plasma leak. The pressure inside the oxygenator module raised by some factors, such as clotting, may cause the pressure applied from the blood channel to the gas channel to increase. This may create the circumstances where force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas channel. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure, and a plasma leak occurred when re-pump was started at 2:43. The actual device was used up to the end of the procedure with no exchange. There was no harm to the patient reported. The procedure outcome was no reported.